Event description:
It was reported patient experienced a shocking or jolting sensation. Hcp stated patient had shocking sensation down both sides. All impedances were 1395 ohms <15ua. At the time of this report, no further information was reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).